Manufacturer narrative:
Imdrf device code a0401captures the reportable event of stent shaft broken. User facility number: (B)(4).

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a procedure in performed on (B)(6) 2022. During the procedure, it was noted that the stent has been placed, however, it became broken into two pieces. It was reported that the broken stent left in place for four weeks on purpose and after a month, they were able to remove the stent entirely from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be no harm to patient.